Event description:
Since having the procedure done in 2009 I have had some problems but in the last year, they have gotten worse. Migraines, eyes blur, extreme back pain, bad cramps all the time, pelvic pain, fatigue, weight gain in the past few months. I have gotten a rash that comes and goes, and often forgetting things that I never did before. My periods are all out of whack, could be really light for a day or two and then so heavy .

Event description:
(B)(4). I had to have a hysterectomy on (B)(6) 2016 to remove my uterus, tubes, and cervix to rid my body of any essure.